Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that about three months post implant, the lead impedance had increased. The impedances stayed high throughout the next six checkups. There was no radiological or echocardiographic evidence of perforation and the lead appearance in the chest x-ray was normal. It was noted that the patient expired due to renal failure and unrelated to the device. The physician was concerned the lead impedance issue was related to the safety alert for riata leads.